Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, as a result of the normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in november 2009 and is more than 11 years old, well beyond the expected service life of 5 years. During the visual inspection, unrelated to the reported complaint, noticed the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The archive data revealed latch error 136 - internal parameter corrupted, thus confirming the customer complaint. The defective processor board needs to be replaced to remedy the system error. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The customer was informed about the non-availability of the parts. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use" or will be scrapped. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.